Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic right lower quadrant pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ("recurrent ovarian cysts") and ovarian cyst ruptured ("ovarian cysts with rupture"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, ovarian cyst and ovarian cyst ruptured outcome was unknown. The reporter considered ovarian cyst, ovarian cyst ruptured and pelvic pain to be related to essure. The reporter commented: discrepancy noted in dates of removal: on (B)(6) 2013, she underwent triple puncture operative laparoscopy and right salpingo ¿oophorectomy on(B)(6) 2018, robot assisted total laparoscopic hysterectomy, left salpingectomy, lysis of adhesion and cystoscopy. (As per mr) . Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: uterus, hysterectomy, cervix - no pathologic diagnosis. Endometrium - fibrosis. Metallic coils present in cornua bilaterally. Myometrium - no pathologic diagnosis. Serosa - no pathologic diagnosis. Fallopian tube, left, resection - multiple benign para tubal cysts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: medical records received : reporter, medical history, lab data, date of birth added. Event "removal" replaced with "chronic lower quadrant pelvic pain". New events added- recurrent ovarian cysts, ovarian cyst rupture. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.